Event description:
The customer reported via email, that due to their freestyle pump turning off during pumping, they developed mastitis.

Manufacturer narrative:
The customer spoke with a medala clinician on (B)(6) 2013, at which time the customer stated that they had developed mastitis and was treated with antibiotics by her physician. She also reported that she has not had a recurrence of mastitis. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).